Event description:
It was reported that the cassette sensor was defective. The event occurred during testing. No patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The device alarmed cassette not attached properly during testing. The downstream occlusion (dso) sensor was replaced to address this issue. Following the dso sensor replacement, the unit passed occlusion testing. The device was tested for cassette attachment following repair and failed due to a latch/lock mechanism issue. The latch/lock mechanism was replaced, and the device then passed all testing.